Manufacturer narrative:
The technician found the steering caster and one brake caster were damaged and the caster supports were also broken. He replaced the casters and the supports to repair the bed.

Event description:
Information received indicates the brake is not holding.